Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was taken to the hospital on (B)(6) 2023. The patient was reportedly utilizing a medication (drug not provided) during ccpd therapy when she became ¿sicker and sicker,¿ and was diagnosed with a severe infection. During follow-up, the pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain, drain complications and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every three days, and ip ceftazidime 1500 mg daily. However, while performing ccpd on (B)(6) 2023 the patient became confused (linked to severe infection) and was transported to the hospital. Once admitted, it was discovered the patient¿s preliminary peritoneal effluent fluid cultures were positive for candida (yeast infection), and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without reported issue, and the patient¿s antibiotic route was changed to intravenous (IV). The patient will likely return to pd therapy once the infection has cleared. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene and long fake nails. The patient has repeatedly been asked to remove the nails; however, she is unwilling to comply. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s), drug(s), and/or device(s). On (B)(6) 2023, the patient was transferred to a rehabilitation hospital for physical/occupational therapy where she currently resides.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was taken to the hospital on (B)(6) 2023. The patient was reportedly utilizing a medication (drug not provided) during ccpd therapy when she became ¿sicker and sicker,¿ and was diagnosed with a severe infection. During follow-up, the pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain, drain complications and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every three days, and ip ceftazidime 1500 mg daily. However, while performing ccpd on (B)(6) 2023 the patient became confused (linked to severe infection) and was transported to the hospital. Once admitted, it was discovered the patient¿s preliminary peritoneal effluent fluid cultures were positive for candida (yeast infection), and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without reported issue, and the patient¿s antibiotic route was changed to intravenous (IV). The patient will likely return to pd therapy once the infection has cleared. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene and long fake nails. The patient has repeatedly been asked to remove the nails; however, she is unwilling to comply. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s), drug(s), and/or device(s). On (B)(6) 2023, the patient was transferred to a rehabilitation hospital for physical/occupational therapy where she currently resides.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of fungal peritonitis (characterized by cloudy peritoneal effluent fluid, abdominal pain and drain complications), which warranted hospitalization, antibiotic therapy, and the patient¿s transition to hd for rrt. The pdrn attributed causality to a touch contamination event involving poor hand hygiene and long fake nails. Per the pdrn, the serious adverse events were unrelated to the patient¿s use of any fresenius device(s) and/or product(s). Approximately 1-15% of all peritonitis cases are fungal in nature, and frequently require the removal of the patient¿s pd catheter. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations and/or manufacturers¿ specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.